Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was the driveshaft and rotor becoming stuck together. Front bearings were replaced along with some other components, and the handpiece was repaired and returned to the customer.